Event description:
It was reported the device system failure primary audible alarm background test. No patient injury reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device had a big crack on bottom case. The technician performed an occlusion test. The reported event unable to duplicate the primary audible alarm bgnd test at occlusion test. The root cause of the reported issue was unable to be determined the intermittent of the error, no physical or any other damaged was found on speaker or interconnect board. The technician replaced speaker for preventive measures. Performed pm maintenance and all functional testing which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).